Event description:
Siemens was notified on (B)(4) 2012 that pt treatment records had been duplicated and the customer requested to append the error. Reportedly, during review of the pt's treatment records from (B)(6) 2012, the customer discovered that "two (2) of three (3) fields of treatment were duplicated. The group of three (3) fields in the pt's treatment plan are performed in auto sequencing. There is no report of mistreatment or injury to the pt. This issue occurred in (B)(6).

Manufacturer narrative:
Siemens became aware of the reported event on (B)(4) 2012. According to primeview and dmip logs during siemens' investigation the pt's records have not been duplicated. Two (2) out of three (3) fields in the pt's treatment was actually treated twice in the same day. Siemens' investigation into the reported event is on-going. A supplemental report will be submitted upon completion of the investigation. (B)(4).